Manufacturer narrative:
An authorized service provider (asp) evaluated the device but could not reproduce the alleged backup alarm failed alarm. The asp checked the event log to confirm the previous occurrence of the backup alarm failed alarm. To resolve the backup alarm failed alarm issue, the asp replaced the cpu pcba. Following the part replacement and resolution, the customer completed device cleaning and running and function testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that "check vent: backup alarm failed" occurred during use on a patient. The device continued to operate and there was no health impact on the patient. There was no delay in therapy nor medical intervention required due to the device issue. The device was replaced.

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The device error code was confirmed in the event log of the returned cpu pcba. However, neither the occurrence nor the error code for the backup alarm failed alarm could be duplicated at the pil by the pil tech during boot up. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. The secondary speaker (ls1) resistance has been measured showing a solid 398k ohms, verifying that ls1 is not shorted or open. The pil tech verified that ls1 functions as expected with 10vdc applied. The pil tech purposely generated an alarm condition by the temporary disconnect of the proximal pressure tube from the proximal pressure port to induce an alarm with the cpu pcba installed in the pil test ventilator. The device alarmed as expected during this intentional fault condition. The results of the testing of this cpu have resulted in no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated at a repair center by an authorized service provider (asp). The issue could not be reproduced, but the asp was able to confirm the occurrence of the backup alarm failed alarm in the event log. The asp suspected that the issue was with the central processing unit (cpu) printed circuit board assembly (pcba). Further service is pending confirmation of the repair order by the customer. The investigation is ongoing. Product UDI is corrected.